Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported a case of bilateral trace diffuse lamellar keratitis, observed at the flap edge on one day post lasik treatment. Reporter indicated the topical steroid eye drop dosage was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the right eye, and another manufacturer report will be filed for the fellow eye.